Event description:
Or staff report during arthroscopic procedure the coupler on the stryker arthroscopic camera poorly adjusted. They report this has been a chronic problem with this device and has previously been reported to the stryker rep. Camera and coupler both returned to manufacturer for evaluation purposes as rep was unable to determine whether the coupler was "too loose" or "too tight". Stryker maintains this device, our spc area just cleans/sterilizes after cases. Manufacturer response (as per reporter) for camera/coupler arthroscopic system, strykerrep was in the case when situation presented.

Event description:
Or staff report during arthroscopic procedure the coupler on the stryker arthroscopic camera poorly adjusted. They report this has been a chronic problem with this device and has previously been reported to the stryker rep. Camera and coupler both returned to manufacturer for evaluation purposes as rep was unable to determine whether the coupler was "too loose" or "too tight". Stryker maintains this device, our spc area just cleans/sterilizes after cases. Manufacturer response (as per reporter) for camera/coupler arthroscopic system, strykerrep was in the case when situation presented.